Event description:
It was reported that the pt was lying in bed in the transplant ward when the staff walked past noted blood dripping on the floor. Upon investigating more closely they noted the white pressure injection port had detached from the PICC, which was still insitu. As a result, the PICC line was removed from the pt's right atrium junction superior vena cava, and a new PICC was inserted in the opposite arm the following day. A delay was reported, however there was no add'l harm to the pt due to this delay. There was no reported death or complications to the pt, only minor blood loss as a result of this occurrence. The PICC was inserted on (B)(6) 2012 and event occurred on (B)(6) 2012. The pt had (B)(6).

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.